Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the available information, the reported incomplete coaptation/slda (single leaflet device attachment) appears to have been a result of challenging patient anatomy. The reported recurrent mr and tissue damage appear to have been due to the slda. The reported patient effects of recurrent mr and tissue damage are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. The reported additional therapy/non-surgical treatment and hospitalization were results of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed on the index clip to report the single leaflet device attachment. It was reported that on (B)(6) 2020 this was a mitraclip procedure to treat recurrent grade 4 degenerative mitral regurgitation (mr). One mitraclip was implanted reducing mr grade to trace. The patient had a prolapsed posterior leaflet and an enlarged atrium. The mitraclip had functioned as intended. On (B)(6) 2020 the patient returned for a reclip procedure to treat recurrent mr grade 4. The original mitraclip was no longer attached to the posterior leaflet. A piece of the posterior leaflet was torn off and is suspected to be inside the mitraclip. In the opinion of the physician, the posterior leaflet flail contributed to the single leaflet device attachment. Two additional clips were implanted to stabilize the original clip on (B)(6) 2020. Mr was reduced to grade 1. There was no additional information provided.